Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss due to a fracture.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. The received product is not fractured. Changed failure classification to implant loss. Updated h6 codes: additional health effect - clinical code 4561 / medical device problem code 2408 added, additional type of investigation code 10 and investigation findings code 213 added. Updated h6 codes: additional health effect - clinical code 4561 / medical device problem code 2408 added, additional type of investigation code 10 and investigation findings code 213 added.